Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the small grasping retractor instrument jaws would not align for proper tissue grip. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments fell during procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. Additionally, the instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. There also were signs of corrosion found on the instrument bearings. Both grip and pitch input disk bearings exhibited orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.